Event description:
Same case as MDR ID # 2134265-2013-08520 and 2134265-2013-08521. It was reported that motor drive unit (mdu) automatic pullback failure occurred. During percutaneous coronary intervention (pci), it was noted that the mdu was unable to perform pullback. Manual pullback was performed to complete the procedure. No patient injury or complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. The product was received in good condition with no visible external damage or defects observed. The unit meets specifications. The unit successfully underwent a continuous burn-in for 5 hours. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).